Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery. There was no excessive no delivery alarm noted. There was no cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that he did not feel that there was any issue related to the insertion site area or the infusion sets. The customer's blood glucose was 279 mg/dl. The customer stated that he felt as if the insulin pump should be replaced, declining troubleshooting assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.